Manufacturer narrative:
No device was returned as no device malfunction was alleged. Review of the reported event identified that the patient bleed took place immediately upon placement and removal of the interbody trial indicating inadvertent contact with instrumentation as the root cause of the vascular damage and subsequent hematoma. No additional investigation required. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves. Potential risks identified with the use of this system, which may require additional surgery, include: pain, discomfort or abnormal sensations due to the presence of the device, neurological, vascular or visceral injury, nerve damage due to surgical trauma..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." No device malfunction alleged.

Event description:
Report received through literature review issued by the central japan association of orthopaedic surgery & traumatology. On an unknown date (approximately three years ago) a patient underwent a decompression surgery. Approximately a year later the patient experienced lower back pain and numbness in the lower limbs. On an unknown date an extreme lateral interbody fusion was performed on l2/5. Immediately after insertion and removal of the trial cage, arterial bleeding was observed from the contralateral intervertebral space. As the source of bleeding could not be identified and the bleeding could not be stopped, the incision was closed, and angiography was performed. Examination revealed that the bleeding was from a peripheral vessel of the iliolumbar artery and successfully treated. Two days later a CT scan revealed a hematoma and contrast accumulation in the right retroperitoneal space, and both were removed. One week after the initial surgery fixation was installed. The patient subsequently recovered.